Event description:
User alleges that they had one event of the hypodermic needle protection device being broken at hinge. Clinician did not notice, administered shot, and when went to engage needle received a needle stick due the needle protection device being broken. No treatment needed.

Manufacturer narrative:
Results: the user facility did not save the actual sample involved in this event. They did return twenty samples of a lot that had the same component lot number that the problem was for. A review for both manufacturing lots showed no problems that would explain this event. The twenty samples were visually inspected and function tested and no defects or damage was found on the needle protection device. We are unable to confirm the customer report and without the actual sample are not able to determine a root cause for the reported incident.